Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneukrx bifurcated stent graft and its components were implanted into a patient for endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unknown and the common femoral arteries were reported to be very small and the physician was not certain they would be adequate for passage of teh delivery system. Dilators were passed on the left side to allow for accommodation of the delivery system. The artery was dilated up to 20 french with a renal dilator after which the main device was inserted with a fair amount of resistance making it difficult to advance the device; however, the stent graft was successfully deployed and the delivery system was removed. A 14 mm x 11.5 cm iliac stent graft was then inserted via the left side and deployed. While the delivery system was being removed the patient became hypotensive. The artery was found to have torn with removal of the device; therefore, 2 aneurx limbs were implanted. A repeat angiogram revealed no evidence of extravastion. The artery was also repaired by sewing a 10 mm graft end-to-end to the distal limb of the aneurx graft. A thrombectomy of the vessel was also performed and a moderate amount of clot was obtained. At the end of the procedure, there was excellent flow in the stent graft. The patient was hemodynamically stable at the end of the procedure and there appeared to be no further evidence of bleeding.